Manufacturer narrative:
Complaint conclusion: as reported, the packaging of 6f/7f mynxgrip vascular closure device (vcd) was found open and the content was exposed before use. Therefore, the user was not able to use the device in the procedure due to compromised sterility. There was no reported patient injury. The device was properly stored in the designated cabinet in the cath lab. There were no possibilities that the package had been opened in anticipation of use and the defective products was separately stored in the designated place. There were no damages on the actual product. Hemostasis was achieved, and procedure was completed using another mynxgrip product. Other additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the device remains in protective sheath tubing in the clamshell tray. No visual damages or anomalies were observed. The pouch of the device was not returned. A product history record (phr) review of lot f1922603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿compromised sterility - seal opened¿ was not confirmed during analysis of the returned device. The package was not returned with the device, and therefore a complete investigation could not be performed. Based on the limited information and the analysis of the returned device, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿do not use if mynxgrip components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened¿. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the packaging of 6f/7f mynxgrip vascular closure device (vcd) was found open and the content was exposed before use. Therefore, the user was not able to use the device in the procedure due to compromised sterility. The hemostasis was achieved, and procedure was completed using another mynxgrip product. There was no reported patient injury. The device was properly stored in the designated cabinet in the cath lab. There were no possibilities that the package had been opened in anticipation of use and the defective products was separately stored in the designated place. There was no damaged on the actual product. Other additional procedural details were requested but were unknown. The device will be returned for evaluation.